Manufacturer narrative:
The field complaint that the programmer application froze and interrupted device pacing could not be verified. During analysis, the wand was connected and a device was interrogated successfully. The threshold test was run on the low voltage lead several times and completed successfully without interruption. The touch screen was tested for potential intermittent response using the tlt, but the touch screen successfully passed all responsiveness testing.the programmer was disassembled and visually inspected but no anomalies were apparent. The dtm board was run on the board tester and passed all tests. No programmer anomalies or potential causes of the complaint were found at the time of analysis; the programmer was working normally.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13751. It was reported that while performing a threshold test on the patient's lead, the programmer application froze and became non-functional. This caused the implantable cardioverter defibrillator to stop pacing, resulting in patient experiencing asystole. The wand was manually removed, and the device resumed pacing. The patient was stable and had no adverse consequences.